Event description:
It was reported that pump displayed a cartridge change error that continued even after customer tried to load a new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge seal and pump connection area, cleaned pump as instructed, attempted to reload cartridge without success, and ultimately was advised that pump would not be replaced because it was out of warranty, but was provided goodwill replacement cartridges and reverted to multiple daily injections.